Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high pacing threshold based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, a stylet insertion was unsuccessful as blockage was encountered from approximately five millimeters from the terminal end likely due to body fluid. Also, x-ray showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of medical use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.